Event description:
Cgm error 42 was reported by the caller. There was no adverse impact on the customer's blood glucose level. The customer received guidance on performing a pump reset, which successfully resolved the error, allowing them to start their sensor session.